Manufacturer narrative:
Date of event and therapy date are estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient¿s lead migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Additional information received indicates the lead was either implanted in 2013 or 2014. Exact date of implant unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01724, related manufacturer reference number: 1627487-2023-01722, related manufacturer reference number: 1627487-2023-01723.